Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this tachy device had malfunctioned. Additional information was received indicating that this tachy device was removed several years ago. No further information. No additional adverse patient effects were reported.